Manufacturer narrative:
Date of event was approximated as no event date was reported. Problem code captures the reportable event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the handle broke during an attempt to release the clip from the catheter. An additional scope and clip were used but the procedure was unsuccessful and the patient was taken to a hospital to perform a secondary procedure . Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.